Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited one low impedance measurement. The reading was misread as high impedance and the rv defib alarm was turned off. The physician was informed that the reading was for low pacing impedance. Technical services noted that the patient's regular impedance limits are generally low and that there is no indication of a lead integrity issue currently based on the data provided. The lead remains in use. No patient complications have been reported as a result of this event.